Event description:
Facility reported (# 1155) an internal leak (first use). Estimated blood loss 200cc. No medical intervention. The sample is not available for examination. Medwatch filed on the blood loss.